Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the mode changed from dddr to aair when a magnet was applied during follow-up in the physician's office and and at the hospital two weeks later. Subsequently, the device was replaced.